Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that it was possible to overcharge the battery device up to 18 volts. The device was inserted into the handpiece device and the device functioned as expected. The assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the battery device malfunctioned and was damaged. It was noted that after the refreshing process, the red light emitting diode (led) light was indicated on the charger device. It was further determined that the electric contacts showed discoloration due to heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from nov 27, 2015 to jan 4, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.